Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve moved upward and out of the aortic annulus during valve release. The valve appeared to be at approximately 3mm above the non-coronary cusp (ncc) and 0mm at the left coronary cusp (lcc). The valve was held in place by the native leaflets. Coronary perfusion was confirmed. A second transcatheter, non-medtronic valve was successfully implanted to anchor the valve into place and to prevent further embolization. The patient stable remained throughout the procedure. No additional adverse patient effects were reported.